Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the buttons on the insulin pump were hard to press. Customer stated that the insulin pump had no delivery alarms. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the displacement test, rewind, self test, basic occlusion, occlusion, prime/a33 and excessive no delivery test. No excessive no delivery/occlusion alarm noted. Device received with intermittent button response due to flattened act button dome switch. No button error alarm during testing. No unlocked lcd keypad connector. (B)(4).